Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coil lps, a non-penumbra sheath, a non-penumbra base catheter, a non-penumbra microcatheter, and a guidewire. During the procedure, the physician successfully placed two ruby coil lps into the target location. It was reported that the microcatheter was flushed between each coil placement. While advancing a third ruby coil lp through the microcatheter, the physician experienced resistance near the proximal end of the microcatheter. Therefore, the physician decided to retract the ruby coil lp. While retracting the ruby coil lp, the ruby coil lp had unintentionally detached within the microcatheter at the proximal end near the hub. The microcatheter containing the ruby coil lp was removed. The hospital staff then cut the microcatheter and pulled the ruby coil lp using a hemostat. The procedure was completed using four additional ruby coil lps, the same sheath, the same base catheter, another microcatheter, and the same guidewire. There was no report of an adverse effect to the patient.